Manufacturer narrative:
Retention anti-d (monoclonal blend), lot dmb53-1 and dmb54-5 were tested with red cells of various rh phenotypes and expected reactivity was observed. The customer submitted specimens on patients #1 and #2 for investigation testing. The specimens were tested with retention anti-d (monoclonal blend), lot dmb53-1 and dmb54-5 and other manufacturer's anti-d reagents. One specimen was negative at all phases of testing with all reagents. The other specimen was weakly reactive at the antiglobulin phase of testing with all reagents.

Event description:
Customer has had 3 patients, including 2 ob patients, that tested as rh-negative with gamma-clone anti-d (monoclonal blend), lot dmbn53-1. The patients were tested again at a later date with different lots of anti-d with positive reactions at the immediate spin (is) and antiglobulin (ahg) phases of testing. Patient #1 - not ob patient; female originally tested in 2005 with dmb53-1 as rh-negative. Repeat testing performed twenty two days later, (new sample) with dmb54-1 and dmb54-5 and tested rh-positive (1+ at is and ahg). Patient #2 - ob patient. Originally tested in 2005 with dmb53-1 as rh-negative. Repeat testing performed one month later, (new sample) with dmb54-1 and dmb54-5 and tested rh-positive (1+ at is & ahg). Based on results for original date, this patient was given rhig. Patient #3 - ob patient. In 2004 reported out as rh-positive. Tested again the following year by the customer and a reference lab. The reference lab reported the patient as rh-negative; the customer tested the patient as rh-positive.